Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor displaying a glitch where the power and pulsatility index (pi) were coming up on the screen in a different location was not confirmed. In addition, the reported event of a lag time was not confirmed. No alarms were reported and the monitor was rebooted. The monitor remains in use. The system monitor, vsm-005943, was not returned for evaluation. No additional information was provided and no further issues were reported. As a result, the root cause for the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate ii instructions for use (IFU) section 4 ¿system monitor¿ instructs users how to properly set up and use the system monitor and recommends that users contact abbott if the system monitor¿s screen is malfunctioning. The heartmate 3 IFU section 4 ¿system monitor¿ instructs users how to properly set up and use the system monitor and recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a glitch was observed with the system monitor. The power and pulsatility index (pi) were coming up on the screen in a different location and also with a lag time as well. The system monitor had been turned on and off. It was reported the system monitor remained in use.